Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-06989, 2134265-2016-06991, and 2134265-2016-06992. It was reported that acute stent thrombosis occurred and the patient died. The patient came in with non-st segment elevation acute coronary syndrome (nste-acs) in the "severe" right coronary artery (rca) and left coronary artery (lca). After deployment of a 3.50 x 12 synergy&#10244;rug-eluting stent in the rca, the physician began treating the lca with a 2.50 x 16 synergy&#10244;rug-eluting stent; meanwhile stent thrombosis was noted in the rca. While post-dilation with a balloon was performed again in the rca, stent thrombosis was also noted in the lca. A 3.50 x 38 synergy&#10244;rug-eluting stent was then implanted proximally in the rca and proceeded back to the lca. Post-dilation was performed in the lca and a 2.50 x 20 synergy&#10244;rug-eluting stent was then implanted proximally. However, the patient died inside the cath laboratory.